Event description:
The customer originally reported that the device had a smokey odor to it and wouldn't power on. The device was stated to have been dropped; however, after an evaluation by physio-control, it was observed that the damage sustained by the drop did not affect the power functionality of the device and the device had failed to power on due to an internal device failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted capacitor, designator c14 from the interface pcb assembly. The shorted capacitor caused damage to several other internal electrical assemblies. Physio replaced the interface pcb, power pcb, system/memory pcb assemblies, and the system to interface pcb cable assembly as a result of the failure. Proper device operation was then observed through functional and performance testing and the device has been returned to the customer for use.